Event description:
It was reported that during a sleeve gastrectomy bariatric procedure, it was observed that the device was slightly articulated during the seventh firing while loading on the back table. The reinforcement and reinforcement applicators were in the stapler, the loading apparatus was still in the jaws and they were unable to open the jaws. Another like device was used to complete the procedure. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 02/28/25. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - was the device locked on tissue with the jaws closed? If yes, how was the device removed? - what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? - did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/28/2025 d4: batch # c9e46e investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage, with a tyvek, and with a gst60w reload loaded on the device. The reload was received unfired. The ech60r buttress was on the reload deck and on the anvil. Additionally, an ech60r applicator was received with no apparent damage and all clamp arms were received in the fully disengaged position. The clamp arm assembly was tested for functionality and was found to be conforming. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Device history review a manufacturing record evaluation was performed for the finished device batch number c9e46e, and no non-conformances were identified. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? As stated, the stapler was not on tissue when the situation occurred¿ it was being loaded onto the eslr. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Not entirely sure what methods were used to open the stapler, but I do know that the trigger release was attempted while releasing the jaw handle. Yet due to the gun apparently being in an articulated manner they couldn¿t open and spring the instrument off of the eslr¿ and no the jaws never opened.